Manufacturer narrative:
(B)(4).

Event description:
This patient experienced phrenic nerve stimulation. The output was changed to 1.25v at 1.0ms. The pns resolved with the output change. Then on (B)(6) 2017 the patient called complaining of stimulation that at times became painful. The device tech was able to reproduce in office at a higher output. Threshold resulted 0.8 v at 0.4 ms. The outputs were decreased to 1.0 v at 0.4 ms. Reprogramming resolved the issue. The lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.